Event description:
About six weeks ago, an allergan tissue expander 400cc, model #67-133mv-13, was inserted. H&p - "the patient was undergoing serial expansions when she presented with a sudden deflation of the right breast expander. The patient has had no recent history for illness. She is now presenting for replacement of the right breast tissue expander."